Event description:
The pt was revised because of loosening.

Manufacturer narrative:
Examination of the returned item and review of the device history records did not reveal any product problems, related mfg deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.